Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11869. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned in the laa and a 24 mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed and released in the laa. There were no patient complications during the procedure or immediately post. Approximately four hours post implant, a pericardial effusion was observed. Pericardiocentesis was performed and the patient was stable. No further complications were reported.